Event description:
The customer received false positive benzodiazepine and amphetamine results that were confirmed to be negative by gs/ms for over a year. The customer stated they run 25-45 samples per day and receive false positive benzodiazepine results for approximately 2-3 urine samples per day. Only the false positive benzodiazepine results were a reportable malfunction. Data was provided for 16 patient samples that were tested between (B)(6) 2013. The presumptive positive results were reported outside the laboratory. The gc/ms results were believed to correct. No patients were adversely affected. The benzodiazepine reagent lot numbers were 66823001 with an expiration date of 01/31/2014 and 68071701 with an expiration date of 08/31/2014. The field service representative could not determine a cause and noted there was a new lot number of qc material in use. To verify the analyzer operation, he ran precision testing which passed.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.